Manufacturer narrative:
Batch review performed on 21.june.2019: lot 170131: (B)(4) items manufactured and released on 27 mar 2017. Expiration date: 2022-03-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Second revision surgery performed 2 months after the previous revision due to leg length discrepancy, primary performed on (B)(6) 2017. The surgeon revised the competitor's head and medacta liner. The position of a competitor stem was low and it's unclear if this was how the stem originally was implanted or if it settled over time. The surgery was completed successfully.